Event description:
During a bladder resection the first two cartridges worked properly, then the mechanism blocked with a cracking noise and broke at the distal end at the articulation joint. The procedure was prolonged a short amount of time to retrieve the broken part of the instrument with graspers. There was no bleeding and there was no consequence to the pt. Pts outcome was "ok".